Event description:
Left knee replaced [total knee replacement] case narrative: this case is linked to case (B)(4). Initial information received on (B)(6) 2018 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient who experienced left knee replaced, after using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - unknown) for unknown indication. The patient had left knee replaced (joint arthroplasty) after starting use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was left knee replaced. The patient reported that he got regular synvisc (3-injection series), two courses of it, in his left knee, and it worked pretty well, but it took some time to take effect. The patient has since had his left knee replaced. It was not reported if the patient received a corrective treatment. Seriousness criteria- medically significant for left knee replaced product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6)2018 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 06-may-2021. Follow up information received on 07-dec-2018 from other healthcare professional. Global ptc number added. Additional information was received on 06-may-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly.

Event description:
Left knee replaced [total knee replacement]. Case narrative: this case is linked to case (B)(4). Initial information received on 07-dec-2018 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age male patient who experienced left knee replaced, after using with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using synvisc (hylan g-f 20, sodium hyaluronate) dosage unknown (lot - unknown) for unknown indication. The patient had left knee replaced (joint arthroplasty) after starting use of hylan g-f 20 and sodium hyaluronate. Final diagnosis was left knee replaced. The patient reported that he got regular synvisc (3-injection series), two courses of it, in his left knee, and it worked pretty well, but it took some time to take effect. The patient has since had his left knee replaced. It was not reported if the patient received a corrective treatment. Seriousness criteria- medically significant for left knee replaced. A product technical complaint was initiated and results were pending for the same.